Event description:
A customer reported that the system's power went off during a vitrectomy procedure. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
A review of the svc report indicates that the customer reported that their sys went off during surgery. The company re was able to clarify the reported event as a sys message that was generated during surgery. The company rep examined the sys and replaced the power cable and the signal cable. Preventive maintenance (pm) was performed. The sys was then tested and met all production specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).